Event description:
It was reported that the helix of a right ventricular leadless pacemaker became stretched during initial implant. Issues maneuvering the leadless pacemaker's delivery catheter were thought to have caused the stretched helix. A replacement device and catheter were used to complete the procedure. Patient had no consequences.